Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a sphincterotomy on (B)(6), 2011. According to the complainant, following the successful cannulation it was noted that the tip of the guidewire had detached and was left inside of the patient's choledochus. They were unable to remove the detached piece from the patient and another jagwire was used to complete the procedure. There were no patient complications reported and the patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that there was a gap between the ptfe coating and the pebax coating where the tip had detached. Additionally, the pebax was found to have peeled at the distal tip section, but remnants of adhesive were found, indicating that the pebax section was properly attached to the corewire. It is possible that unstated procedure and possibly clinical factors may have contributed to the pebax damaged, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context is the most probable root cause for this incident. A ship history was run to determine the most probable lots involved in the event and a DHR (device history record) review was performed on each. No deviations were found. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a sphincterotomy on (B)(6), 2011. According to the complainant, following the successful cannulation it was noted that the tip of the guidewire had detached and was left inside of the patient's choledochus. They were unable to remove the detached piece from the patient and another jagwire was used to complete the procedure. There were no patient complications reported and the patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.